Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the programmer would suddenly turn off, no errors were found in the error log and the programmer powered up and interrogated with no shut down. The hard drive was reconfigured and the software reloaded as preventive measures. It then passed its functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer would suddenly turn off. It happened during a patient check and a different programmer was used. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. If information is provided in the future, a supplemental report will be issued.